Event description:
The customer was hospitalized for dka. It was stated that the pump was analyzed at the hosp and the driver arms were loose, which prevented to deliver the insulin properly causing the dka. The customer's parents found pt passing out and called an ambulance. The customer was taken to the hosp and is being treated with an insulin drip. Troubleshooting was performed. The pump's driver block was loose. A replacement pump was requested.